Manufacturer narrative:
Set screw on fowler cylinder outer sleeve out of adjustment.

Event description:
It was reported by service report that the fowler did not reset after pulling the CPR release which resulted in a loss of motor functions. No patient involvement or adverse consequences are reported.